Event description:
The patient was implanted with a siltex saline mammary prosthesis in 1993. Subsequently, the patient experienced an auto-inflation of the device and a seroma. The device was removed in 1999.